Manufacturer narrative:
Device data was reviewed. The reported event was confirmed. A service engineer (se) also evaluated the device at the customer site. There were no notable observations related to flows or pressures. The perfusion was noted to be normal during testing. The root cause of the issue could not definitively be determined.

Event description:
The device user (du) reported negative inferior vena cava (ivc) pressures, low ivc flow, and an incalculable arterial flow. The clinical specialist (cs) had the du confirm that there were no kinks in the perfusion circuit and infusions were delivering medications to the soft shell reservoir (ssr). After confirming device functionality, the cs requested that the surgeon assess the cannula placement, however they declined. The cs informed the du that flow/ivc collapses would likely continue if no interventions were performed. The du alleged that the pump had a broken sensor.